Event description:
It was reported that during a lap appendectomy, the resident fired the stapler and experienced a partial fire and the device locked out. The patient returned to surgery the same day for a post op bleed. It is unknown if the patient received a blood transfusion. Another device was used to complete the procedure. Additional information is pending.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.